Event description:
An ocd field engineer reported on behalf of the customer that the ortho provue analyzer interpreted 3 known anti-kell positive samples as negative during parallel/validation antibody screen testing. Testing (antibody screen and ID) had been performed using manual gel prior to running the samples on provue. Based upon manual gel results, the customer expected the reactions to be positive. The gel cards were not sent to the service rack. The gel cards were removed from the waste bin immediately after the run and visually inspected. The customer noticed the reactions in the microtubes were weakly positive. No erroneous results reported. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
Ship date: 12/2008. No definitive root cause was determined. An ocd field engineer arrived on site and found that the optics on the reader camera was dark. The fe indicated that the setting was 126. Although, the fe had indicated that the reader setting was at 126, it was within specifications. Specification for the reader/brillo is 101-128. The reader setting was adjusted to 117 and a new reference image was created. Qc and one of the samples involved in the false negative incident were tested to verify operations. (B) (4).